Event description:
As reported, during a vascular angiogram and stent placement, a cxi support catheter was placed via femoral access over another manufacturers guide wire but was unable to be advanced past "3 to 5 centimeters." The wire and cxi were removed and a piece was sheared off. It is unknown if the sheared piece is from the cook catheter or the other manufacturer's guide wire. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Customer (person) - phone: (B)(6); postal: (B)(6). Occupation - nurse unit manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Correction- b1, h1: there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. Furthermore, there is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. The complainant returned one cxi support catheter to cook for investigation. Upon investigation of the returned device, it was found that the device did not have any visible damage to the catheter and that a small piece of unidentifiable material was returned as well but was not from the reported catheter. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.